Manufacturer narrative:
It was reported that the scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope distal end tested positive for 8 colony forming unit (cfu) of unspecified micro-organisms and channels tested positive for two colony forming unit (cfu) of unspecified micro-organisms on (B)(6)2022, distal end tested positive for 4 colony forming unit (cfu) of unspecified micro-organisms and channels tested positive for 4 colony forming unit (cfu) of unspecified micro-organisms on (B)(6) 2022, distal end tested positive for 2 colony forming unit (cfu) of sphingomonas paucinmobillis and channels tested positive for one (1)colony forming unit (cfu) of unspecified micro-organisms on (B)(6) 2022 the issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: channel mount --- damaged. Mouthpiece --- scratched. Air/water cylinder --- scratched. Suction cylinder --- scratched. Key top 1 --- pin hole. Biopsy channel --- wear and tear (replaced as preventive maintenance). However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user and olympus after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU after repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.